Event description:
Event description cpi received information that the rate sensing portion of this endotak dsp lead has been capped due to shocks in sinus rhythm and high ventricular pacing thresholds. During the revision it was noted the is-1 connector was broken after the lead terminal pin. An additional rate sensing lead together with a lead extender was neccessary to prevent an extensive bending of the new lead after insertion into the device header.